Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to use the device. Upon inspection, a break and fluid loss was identified at the tubing connecting the cylinder to the pump, and the outer layer of the implant was shredded and embedded into tissue. As a result, the device was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to use the device. Upon inspection, fluid loss was identified at the tubing connecting the cylinder to the pump, and the outer layer of the implant was shredded and embedded into tissue. As a result, the device was explanted and replaced. No additional information was reported.